Manufacturer narrative:
As reported, about 10 days post-implant of the bard/davol ventralight st mesh, a patient with a complex abdominal medical and surgical history, was diagnosed with a post-operative surgical site infection which progressed into a complex series of wound healing issues including infected seroma, abdominal abscess, hematoma and mesh infection. Based on the available information, no action was taken related to the mesh, and the mesh remains implanted. As reported the ae has resolved. The clinician has assessed the patient¿s postoperative course as being "possibly" related to the study device and definitely related to the index procedure, however, based on the information provided, no conclusion can be made. Infection, hematoma and seroma are known inherent risks of hernia repair surgery. The instructions-for-use, supplied with the device lists infection, hematoma and seroma as possible complications. In regards to the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." This MDR represents the adverse events associated with the patient¿s wound healing issues. Additional MDR was submitted for the small bowel obstruction adverse event not returned - remains implanted.

Event description:
As reported per the clinical trial (B)(6): on (B)(6) 2013, the patient underwent a primary open parastomal (left) hernia repair procedure with implant of a bard/davol ventralight st mesh (cat #5954460; lot #huxe0670) using open cst technique. The mesh was fixated using non-bard/davol fixation device and transfacial sutures. Fascia was not completely closed; full skin closure was achieved using staples. On (B)(6) 2013, returned to or for post-operative hemorrhage, where arterial bleeder found suture ligature was performed. (Not mesh device related). The patient was discharged to home on (B)(6) 2013. As reported between 23dec2013 - 27jul2016, the patient was diagnosed and underwent multiple surgical and medical interventions related to complex surgical site infection related issues and a small bowel obstruction, including: on (B)(6) 2014, the patient was diagnosed with deep surgical site infection, infected seroma, fat necrosis. Ultrasound showed fluid collection, CT-guided drainage and drain placement done. Culture was positive for staphylococcus aureus. Treatment included abdominal washout, CT-guided drainage and drain placement, oral and IV antibiotics. Patient was discharged on (B)(6) 2014. As reported the patient had drainage during follow-up visits. On (B)(6) 2014, the patient presented with abdominal pain, nausea, vomiting, abdominal distention, decreased flatus/bowel movement. Patient was admitted and diagnosed with partial small bowel obstruction. Patient was treated with bowel rest, IV fluids, conservative medical treatment and was discharged on (B)(6) 2014. 10apr2014 ¿ 20oct2014, the patient was diagnosed with and treated for abdominal abscess. Patient presented with lesion consistent with abscess, opened in office, fluid cultured, and area cleaned out. Culture was positive for gordonia bronchialis, antibiotics started. On (B)(6) 2014, office visit with primary diagnoses of mesh infection. Crp ordered and patient was referred to infectious diseases. On (B)(6) 2014, the patient presented with history of redness/pain at the incision site, diagnosed with hematoma of abdominal wall incision site, which was incised and drained in office. Lesion drained pus & blood then was packed with iodoform. On (B)(6) 2016, the patient presented with intermittently draining sinus of left side abdomen, CT was done, patient setup for or removal of stitch abscess, performed on (B)(6) 2016.